Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2006, the physician placed two bare metal stents in the right coronary artery (rca). The stents were placed with a space between them. The pt presented back, date unk, and the space between the stents had stenosed. The physician then placed a taxus express2 3.0x20mm drug eluting stent in the space between the two bare metal stents, overlapping them. The pt then presented to the dr's office in approx seven months later, due to pain he had been having since february. That weekend, the pt presented with acute mi and occlusion of the stent. The physician tried to open the stent, but it was no longer a fresh occlusion and he was not able to cross the occlusion with a wire. "Already developed collateral to rca." The pt discontinued plavix due to dental work. Upon clinical follow-up, it was noted that the physician does not feel this was an acute thrombosis and no further info will be provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.